Event description:
It was reported that the patient received inappropriate atp therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia due to programming. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.